Event description:
Revision surgery - due to the patient dislocating their hip from a fall down their stairs.

Manufacturer narrative:
The reason for this revision is the dislocation of the patient's hip after 1.5 months of use. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed this is this first complaint against lot number 631c1127. There have been 13 previous complaints against this part number; none are associated with event similar to this one. The root cause for this complaint is determined to be a patient fall that induced a dislocation. There is no reported information that indicates a material, design, or manufacturing problem with this product.